Manufacturer narrative:
Initial assessment: device 1: d4. Model #: ersf 335q lot #: 19035309 catalog #: ersf-335q suspect device expiration date: 12-mar-2024 serial #: (B)(6). H4. Device manufacturer date: 12-mar-2019 device 2: d4. Model #: ersf 335q lot #: 19016197 catalog #: ersf-335q suspect device expiration date: 31-jan-2024 serial #: (B)(6). H4. Device manufacturer date: 31-jan-2019 rupture: establishment labs requested the unit and the following testing will be performed to determine the root cause of the event (including but not limited to: revision and characterization under the microscope of the rupture section, mechanical testing according to approved standards, etc.). Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Additionally, no cases of rupture because of product failure have been reported to establishment labs ever. As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.). Dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿.

Event description:
Patient's description: "dear sir/madam, I am writing to you following an intra-capsular rupture of my right breast implant, installed five years ago, for which I chose your motiva prostheses. Although I'm grateful that you're covering the cost of replacing the implants, I'm having financial difficulties covering the cost of the surgery, which amounts to (B)(6). This situation, due to a problem with your products, puts me in a difficult position. I would like to know if it is possible to obtain any help or support from you for this operation. I thank you in advance for your understanding and support, and remain at your disposal to provide any further information". An MRI confirmed that the implant in the right breast of the patient was ruptured. The surgeon explanted both implants and replaced them with new motiva's.